Event description:
It was reported that a spectrum iq infusion pump displayed a white screen. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product' h11: the device was received for evaluation. During idea testing, the reported problem of "screen white," was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be heat damage on the I/o board, pcb processor, and display. The I/o pcb, pcb processor, and display replacement is required to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.